Manufacturer narrative:
Mw5101539 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had a device placed for urinary incontinence in approximately 2018. They said immediately after surgery they had extreme pain in their lower back and the battery that was placed in their right buttock started to move around, then completely flipped over. They had to have a revision surgery to make a deeper pocket in hopes that it would stop the battery from flipping over. The revision failed and they started to have more pain and their entire hip and buttocks started to swell. They decided at that point to move the battery to the left buttocks. They continued to have severe lower back pain and pain in their buttocks on both sides. The device also completely flipped in the new location. They had another revision to make an even deeper pocket, but they continued to have issues. Ultimately they ended up removing the entire device. They noted that along with the device moving around it would shock them periodically, noting that was also painful. They noted that even though the device was removed they had lasting pain with burning in both butt cheeks that radiated into their hips. They developed a rash on their lower extremities because their body was trying to reject it. They noted they had 2 replacement surgeries and 3 revisions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the pocket site was too big, ins was flipping, patient had revision and experienced swelling from right buttock down to knee on left side. Patient said she doesn't know if that meant that her body was rejecting the device. No further complications were reported or are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was going to have a revision. The caller indicated that the patient's revision would take place the day after the call. Additionally, the caller did not know what the cause of the revision other than the patient was presenting with pelvic perineal pain. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.